Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the hardware was removed.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The devices were removed due to fistulae following an orthognathic jaw surgery performed earlier, with proper sterilization confirmed by the sales rep. The surgeon did not attribute the fistula to the devices, and stryker's medical expert concluded that the devices did not cause or contribute to the issue (see communication log).

Event description:
No new information.